Event description:
In the past week there have been four more reported suicides linked to laser eye surgery, bringing the known total to 22. I have an appt this morning to speak to a woman by phone who reported the suicide of her husband to me yesterday. He was (B)(6). The media is asking me if the FDA knows about this and what you are doing about it. Yes, you know about it. No, you aren't doing anything because you apparently don't care. You only care about protecting rich, powerful ophthalmologists, like (B)(6), md, who is on (B)(6) this week implying that lasik actually prevents suicides. The media is chomping at the bit to get the details on all of these suicides so they can expose this scandal and the FDA for ignoring this crisis. Ref mw5087074, mw5087075, mw5087076.